Manufacturer narrative:
Corrected information can be found in h7 and h9.

Manufacturer narrative:
Investigation summary: received the following: one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #14228826. A tear was observed on the sample. Thirty-eight (38) new. List #d1000, tego¿ connector, appx 0.05 ml; lot #14228826. No visual damages or anomalies were observed on the new samples. The reported complaint of no flow could be confirmed. Two of the returned used samples were observed to have a torn seal. The probable cause is from uneven adhesive application during assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
The event involved a tego connector where the customer reported that nacl 0.9% flush attended with second syringe - flushed well. Primed hd set attached and commenced - tego blocked. There was patient involvement and delay in therapy, but no harm/adverse event reported.